Event description:
Caller reported damage to the pump housing and usb port, though this did not impact the ability to charge the pump, but compromised its watertight guarantee. Initially attributed to normal wear and tear, the caller was uncertain of the specific event causing damage. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructing the caller to return the damaged device to avoid billing, and to program and connect their settings and continuous glucose monitor to the replacement pump. The customer will continue to use current pump.